Manufacturer narrative:
Delayed inflammatory reactions that may manifest as swelling and hard nodules weeks after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of products. Futhermore, according to the injector and prime vigilance mr team, the appearance of periventricular white matter hypoattenuation most compatible with microvascular disease was assessed as not related to our product. Sinusitis was also deemed as not related to our product but identified as a potential trigger to a delayed inflammatory reaction. However, the company will continue monitoring the benefit-risk profile for the product.

Event description:
Primevigilance notified teoxane of an adverse event on (B)(6)2025. A female patient was injected on (B)(6)2024 with 2 ml of rha 3 in the marionette lines using an unspecified needle (current complaint). On the same day, the patient also received one syringe of rha redensity in the upper lip and perioral rhytids (B)(4). This was the first time she received filler. In the past, on (B)(6)2024, the patient received botulinum toxin (xeomin) in an unknown area. Two months after the injection, on (B)(6)2025, the patient presented with a severely swollen lower face and hard lumps in the rha 3 injection area. As treatment, the patient was prescribed a steroid (prednisone, 20 mg/day) and an antibiotic (amoxicillin). Five days later, on (B)(6)2025, during the visit, the injector used 50 units of hyaluronidase (hylenex) and provided 80 mg of acetylsalicylic acid (aspirin) orally. One month later, on (B)(6)2025, the injector dissolved the filler using 2 vials of hyaluronidase (hylenex) with a cannula mixed with lidocaine and saline (1 vial per side). Additionally, the patient was prescribed a steroid (medrol dose pack). On (B)(6)2025, the patient finished the course of steroids and the swelling improved. The next day, on (B)(6)2025, the swelling returned, thus the patient was injected with 150 units of hyaluronidase (hylenex) bilaterally via direct injection and complementary investigations were requested (head CT scan, bloodwork, and immunologist consultation). Based on the CT scan results documentation from (B)(6)2025, the patient had mild periventricular white matter hypoattenuation most compatible with microvascular disease, no evidence for territorial infarct and near complete opacification of the left sphenoid sinus with layering fluid possible sinusitis. According to the injector, the head CT scan and blood work were normal and no further examination had been requested. On the same day, the patient started on a high-dose prednisone taper (60, 40, 40, 20, 20, 10, 5 mg). One week later, on (B)(6)2025, the injector once again dissolved the filler with a cannula using 2 vials of hyaluronidase in the right side, 1.5 vials to the left side, used saline for extra spread, and prescribed a high-dose prednisone taper again and 0.6 mg of colchicine. Based on the pictures received, swelling was improving. Due to severity of the oedema, the case was assessed reportable to the FDA. However, according to the injector and prime vigilance mr team, the appearance of periventricular white matter hypoattenuation most compatible with microvascular disease was assessed as not related to our product. Despite reminders, no updates were provided, thus the case was considered as closed.